Event description:
It was reported that a lumbar fixation was performed (B)(6) 2018 patient felt pain after a small walk. After examination through x-ray, doctor found two blockers came out from the tulip head, and a third blocker was found to be loose. Revision surgery was performed.

Event description:
It was reported that a lumbar fixation was performed (B)(6) 2018, and on (B)(6) 2018 patient felt pain after a small walk. After examination through x-ray, doctor found two blockers came out from the tulip head, and a third blocker was found to be loose. Revision surgery was performed.

Manufacturer narrative:
Correction: catalog # updated to 03756230. Lot # updated to 7w6. Gtin # updated to (B)(4). Product long description updated to xia blocker. Product code updated to nkb. Patient information added. 510(k) # added . Method: x-ray image review, visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment, result: the customer reported event was confirmed via x rays. The blocker was returned and the bottom of the blocker did not have any rod indentations that would be expected for a blocker that was implanted with 12nm of torque, indicating that the blocker was under tightened. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: based on the lack of rod indentations on the bottom of the returned blocker, which would be present for a blocker that was tightened down to 12nm on a rod, the most likely root cause is the blocker was under tightened, which eventually caused it to back out over time as it wasn't fully tightened down.